Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 6mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat superficial femoral artery occlusion. A 7f sheath was used and then pass the sheath to reach the right femoral artery. After repeated attempts, the guide wire successfully passed through the superficial femoral artery lesion and established a pathway. The balloon was used to pre-dilate and then vsx device was advanced over the guide wire. There was significant resistance when passing through the superficial femoral, but it finally passed. The resistance in the later lesion segment was high, and the distal end of the stent remained in the common femoral artery. Therefore, the vsx device was withdrawn. A balloon was used to further dilate. But the vsx device still couldn't pass through the lesion, and after repeated attempts, it finally advanced to the lesion. When the physician started deploying vsx device, high deployment force was found. To avoid other issues, the doctor decided to withdraw vsx device. Another vsx device was used to complete the procedure successfully.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code d1102 and d15 - the primary reported device failure mode, related to an inability to advance the device to the target location (sfa), could not be independently confirmed. Reportedly, the device was withdrawn after the initial resistance crossing the lesion, advanced again after balloon dilation, and successfully reached the lesion after additional difficulty advancing. The vsx device is contraindicated for use in lesions which cannot be dilated sufficiently to allow passage of the delivery system. The vsx device instructions for use (IFU) also advise withdrawal of the device and the sheath together if excessive resistance is felt during advancement and warn against reuse of the device after withdrawal. The cause for the reported advancement difficulty is attributed to use of the device with a non-compliant lesion. The secondary reported device failure mode, related to excessive deployment force, is consistent with the inability to deploy the device from the deployment knob as observed during attempted deployment of the returned device. Evaluation of the returned device indicates initiated deployment of the outer zipper, no deployment of the inner zipper, no expansion of the endoprosthesis, and a kinked and abraded dual lumen tube. The dual lumen kink is consistent with force applied to the device in response to the reported advancement difficulty, and the abrasion is consistent with the reported high deployment force. Deployment was unable to continue during evaluation using the deployment knob, but deployment continued when pulling the deployment line at and along the endoprosthesis which indicates the zipper itself was not stuck. The cause for the stuck deployment line during the evaluation could not be established, and a causal relationship from both the reported reuse of the device and use of the device after encountering advancement resistance to the reported, subsequent, excessive deployment force could not be established. The cause for the excessive deployment force reported during the procedure could not be established with the available information. Procedural and bench top deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device. IFU statement: contraindications the gore® viabahn endoprosthesis with heparin bioactive surface is contraindicated for non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation, or where lesions cannot be dilated sufficiently to allow passage of the delivery system. C. Percutaneous transluminal angioplasty (pta) (if treating stenotic or occlusive lesions) 3. Following deflation of the angioplasty balloon, evaluate the results angiographically. F. Introduction and positioning of the gore® viabahn endoprosthesis with heparin bioactive surface using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together. Warnings do not withdraw the gore® viabahn endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn endoprosthesis with heparin bioactive surface or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.